Event description:
The gyrus, pk-sp generator was returned as part of the asset return process. During routine inspection of the device by olympus, there was a 400:26 error (improper use of saline solution with an electrode) in the error log. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was evaluated as part of the asset return process the error was not confirmed and suspected the error was caused by a faulty accessory or user error. Additional finding was there was a missing foot and needed software upgrade. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The e2/e3 fields were corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, error 400 (B)(4) is a user error or an accessory error where the user activates the probe without the presence of saline, or the customer¿s accessory has failed. Olympus will continue to monitor field performance for this device.